Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow up, appropriate high voltage therapy was delivered due to a ventricular tachycardia episode. During that episode a decrease in the defibrillation impedance of the right ventricular (rv) lead was observed. Diagnostic imaging was performed and insulation damage of the rv lead was confirmed. No intervention has been performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information received that the right ventricular (rv) lead was capped and replaced to resolve the event. The patient was stable and will continue to be monitored.